Event description:
It was reported that a patient experienced a sudden loss of stimulation. The impedances were tested and electrode #3 was greater than 10,000 ohms. All other electrodes were within normal limits. The patient was reprogrammed to use other electrodes and then received 'good therapeutic effect.' There were no patient symptoms or injuries or adverse events related to this event.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).